Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump had an unspecified delivery issue. It was reported that the pump "seems to not be delivering in the same manner and emptying medication." No additional information was available. No adverse patient effects were reported.